Event description:
It was reported that the cine play back on the 9800 system would not work. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The customer canceled the service call. A follow up report will be filed when additional details become available.